Event description:
It was reported that (1) mcm20 was used during an unknown procedure. It was reported by the rep that the surgeon said "gun malfunctioned and would not fire". It is unk how the case was completed. There was no consequence to pt.